Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and passed initialization. The instrument moved intuitively with a full range of motion in all directions. The jaw opened and closed properly. The instrument was installed and removed from the in-house system arm with no issues on multiple attempts. The instrument clamped, fired, and unclamped without any issues. The instrument was fully functional. A review of logs found no failures or no usage of the srk (stapler release kit). There was no problem detected. Additional observation not reported by site was that the instrument was found to have the heat shrink torn near the distal end. There is no material missing. The measurement of the tear is about 0.074" in length. The root cause of this failure is typically attributed to misuse.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the stapler 45 instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that the stapler 45 instrument was observed to have uncontrolled movement (expected movement was to the left and instrument moved to the right). Unintuitive motion during a surgical procedure could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the stapler 45 instrument had an uncontrolled movement. The surgical staff used the manual release key to remove the stapler and resumed the procedure. The procedure continued as planned with no reported injury and with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and nothing unusual was observed during visual inspection. All of the used reloads were discarded. As reported, the previous event for stapler (part #470298-14 / lot #t10200221 0081) took place on (B)(6) 2022. The user had contacted the hotline previously and reported the incident under (sr (B)(4). The reporter was not able to provide the event date for this incident involving instrument (part #470298-14 / lot #t10210412 0085), which was reported to isi on (B)(6) 2023. The surgical task was being performed at the time was a pulmonary vascularization stapling. The movements were reversed (left / right). The issue occurred while the surgeon was controlling the instrument from the console. Expected movement was to the right and instrument moved to the left. Some jerks in the movements were observed with no collision. The issue was more persistent as the surgery continued. No staple released and no obstructions were observed.